Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range shock impedance measurements. Technical services (ts) was consulted and reviewed stored data. Ts discussed how current measurements might not affect therapy delivery based on patient height and electrode placement. Further in clinic examination was recommended if the shock impedance trended to continue lower. This device remains in service. No adverse patient effects were reported.